Manufacturer narrative:
Device analysis report attached. This report is submitted on may 07, 2024.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.